Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2007, the pt underwent stenting of the pre-dilated mid lad with a xience v stent. In 2009, the pt experienced chest pain or angina equivalent. A functional ischemia study was positive. Diagnostic coronary angiography revealed >=50% and <70% stenosis within the prox lad and >=70% and <100% stenosis within the mid lad. In the next day, both lesions were treated with balloon angioplasty and implantation of another company's stent. The event resolved. There is no add'l info available.

Manufacturer narrative:
Angina, ischemia, and stenosis, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. Additionally, angina, ischemia, stenosis, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.